Event description:
It was reported that air in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During insertion of the wds into the was, air could not be discharged from the wds. A non-bsc device was used to complete the procedure. No patient complications were noted.